Event description:
A report was received that a pt received a mild infection at the lead site one week after having a paddle lead revision. The physician noticed the signs of infection around a suture and the pt was placed on antibiotics. During a follow up appointment, the physician determined that the infection was not going away so he opened the lead site, cleared the infection and placed the pt on IV antibiotics. No devices were implanted or explanted. The pt left the hospital the following day and was reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.